Manufacturer narrative:
(B)(4).

Event description:
It was reported that a longevity estimate anomaly was observed. The patient was asymptomatic. Review of the session record file revealed normal depletion. The longevity estimate was likely due to being in the tail-end of the mid-life battery plateau, which may have resulted in a greater displayed longevity estimate than expected.